Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting low flow on an arctic sun device since starting therapy at 3:30am. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.7c, flow rate (fr) was 1.3lpm. Explained this was a good flow rate (fr) but then it dropped to 0.6lpm. And stated earlier it dropped as low as 0.4lpm. Disconnect and reconnect pad using proper technique. Flow rate (fr) was 0.9lpm then dropped back down to 0.4lpm. Had place towel between tubing and window on bed. Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage and stated that it was difficult to keep the tubing straight with the way the room was configured, but claimed to never had this issue before. Advised it was important to keep that tubing in a straight configuration. The nurse had another pad in the room. Drained and disconnect first pad and connected the new pad (w/o putting on baby yet). Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Connected the pad that was still on the baby and flow rate (fr) went to 2lpm. Explained this might be related to the circulation pump on the machine or the pads and advised hold onto the pad for investigation and send device to biomed when therapy was complete. Watch flow rate (fr) and ensure it stayed at least 1lpm so heater was functioning at full capacity. As per investigation findings, kink tubing was present.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Hydrogel was in tact with pad and not separated. A small kink was noted in the pad connector line. Pads appeared very wet upon removal from packing. The root cause of the reported issue could not be determined, as the device met specifications during evaluation. A DHR review is not required as the lot number is unknown. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse was getting low flow on an arctic sun device since starting therapy at 3:30am. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.7c, flow rate (fr) was 1.3lpm. Explained this was a good flow rate (fr) but then it dropped to 0.6lpm. And stated earlier it dropped as low as 0.4lpm. Disconnect and reconnect pad using proper technique. Flow rate (fr) was 0.9lpm then dropped back down to 0.4lpm. Had place towel between tubing and window on bed. Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage and stated that it was difficult to keep the tubing straight with the way the room was configured, but claimed to never had this issue before. Advised it was important to keep that tubing in a straight configuration. The nurse had another pad in the room. Drained and disconnect first pad and connected the new pad (w/o putting on baby yet). Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Connected the pad that was still on the baby and flow rate (fr) went to 2lpm. Explained this might be related to the circulation pump on the machine or the pads and advised hold onto the pad for investigation and send device to biomed when therapy was complete. Watch flow rate (fr) and ensure it stayed at least 1lpm so heater was functioning at full capacity. As per investigation findings, kink tubing was present.

Event description:
It was reported that the nurse was getting low flow on an arctic sun device since starting therapy at 3:30am. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c , water temperature (wt) was 34.7c, flow rate (fr) was 1.3lpm. Explained this was a good flow rate (fr) but then it dropped to 0.6lpm. And stated earlier it dropped as low as 0.4lpm. Disconnect and reconnect pad using proper technique. Flow rate (fr) was 0.9lpm then dropped back down to 0.4lpm. Had place towel between tubing and window on bed. Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage and stated that it was difficult to keep the tubing straight with the way the room was configured, but claimed to never had this issue before. Advised it was important to keep that tubing in a straight configuration. The nurse had another pad in the room. Drained and disconnect first pad and connected the new pad (w/o putting on baby yet). Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Connected the pad that was still on the baby and flow rate (fr) went to 2lpm. Explained this might be related to the circulation pump on the machine or the pads and advised hold onto the pad for investigation and send device to biomed when therapy was complete. Watch flow rate (fr) and ensure it stayed at least 1lpm so heater was functioning at full capacity. As per investigation findings, kink tubing was present.

Manufacturer narrative:
The reported issue was unconfirmed, as the device met specifications during testing. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with no original packaging. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Hydrogel was in tact with pad and not separated. A small kink was noted in the pad connector line. Pads appeared very wet upon removal from packing. The root cause of the reported issue could not be determined, as the device met specifications during evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The reported event is unconfirmed , therefore labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was getting low flow on an arctic sun device device since starting therapy at 3:30am. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.7c, flow rate (fr) was 1.3lpm. Explained this was a good flow rate (fr) but then it dropped to 0.6lpm. And stated earlier it dropped as low as 0.4lpm. Disconnect and reconnect pad using proper technique. Flow rate (fr) was 0.9lpm then dropped back down to 0.4lpm. Had place towel between tubing and window on bed. Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage and stated that it was difficult to keep the tubing straight with the way the room was configured, but claimed to never had this issue before. Advised it was important to keep that tubing in a straight configuration. The nurse had another pad in the room. Drained and disconnect first pad and connected the new pad (w/o putting on baby yet). Flow rate (fr) was 0.8lpm, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 32 percentage. Connected the pad that was still on the baby and flow rate (fr) went to 2lpm. Explained this might be related to the circulation pump on the machine or the pads and advised hold onto the pad for investigation and send device to biomed when therapy was complete. Watch flow rate (fr) and ensure it stayed at least 1lpm so heater was functioning at full capacity.